Manufacturer narrative:
Reason for reoperation: "capsular contracture" baker grade IV. Additional, changed, and/or corrected data: b3, b5, b6, d6a, g2, h11.

Event description:
Patient reported unknown side "capsular contracture" baker grade unknown. Healthcare professional later reported right side capsular contracture baker grade IV, "intermittent pain", "deformity", and "hardened". The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture" baker grade unknown.

Event description:
Patient reported unknown side "capsular contracture" baker grade unknown. This record is for the right side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
The device has been explanted.